Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and replaced the inspiratory module printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
The customer reported that the ventilator generated on error which rendered the unit inoperable. No patient was connected to the device.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.